Event description:
It was reported; patient is receiving exclusive enteral nutrition. While attempting to disconnect the infusion line from the bidirectional valve integrated into the PICC line, the male part of the infusion line became stuck in the valve lumen and the screw thread broke off inside. We clamped the PICC line tubing. Consequences: delayed nutritional management and pain. Additional information provided on 07/28/2025: the patient did not experience gas embolism. The PICC line was removed and another one was inserted the following week.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.